Event description:
The following was reported: outcome: the femur and tibia resections did not match what was planned: the posts were located in different positions, the planned femoral rm5 size was too large, as was the tibial rm5 size. The following sizes were implanted: femur rm4 and tibia rm4. Procedure: the surgery proceeded linearly until, once the first resection (the tibial floor) was performed, the femoral checkpoint was checked to perform the posterior cut. The checkpoint was out of tolerance and displacement of the femoral array was detected. The femoral bumped array was then resolved: tightened the array screws, reacquired the hip center, reacquired the femoral checkpoint, repeated femoral registration, and reacquired the poses. The remaining cuts were then performed, and all checkpoints passed successfully. Once the trial implants were inserted, it was noted that they did not fit the cuts executed. In the preoperative phase, rio registration successfully passed." Case type: pka.